Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "when we were to zero the sensor, it looked like the zeroing process took place but it did not give a green "light" but turned red - "sensor not zeroed try again". We did that several times with the new cerelink sensor and then picked up an icp express that could not be zeroed either. We took a new icp sensor and zeroed it with ease against the icp express. Since the op was at 04h00, we checked according to distributor's advice to see if it went to zero on the day - it went just as bad then too." The first zeoring attempt was made with a cerelink monitor, the following attempt was made with a icp-express, there was no success with zeroing with either of them. Sensor was not in contact with the patient; however, the event led to more than 30 minutes surgical delay, no additional anesthesia was required.

Event description:
N/a.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR: lot 6806096 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint was confirmed: no visible damage to the millar sensor, catheter material or connector; icp express read "zeroing error", cerelink monitor acceptable; the device failed water pattern testing - erratic readings after 12 hours; offscale after 2 hours/noisy pattern. Based on the above evaluation, the supplier was able to determine the cause of the noise and erratic water pattern to be sensor related. Root cause - the issue reported by customer could be confirmed. The possible root cause for this issue reported by customer could be due to "unstable sensor performance or incorrect selection of semiconductor components". However, based on the report, the supplier could determine the cause of the noise and erratic water pattern to be sensor related.